Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2008. During the procedure, the balloon burst during the treatment cycle. Another balloon was used to successfully complete the procedure with no adverse pt consequences.